Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, prior to entering the patients right eye during laser assisted cataract surgery the "lens did not look right". During hydrodissection the lens dropped posteriorly requiring a vitrectomy. During set up the surgeon was unable to access where the posterior phase control point was placed and accepted the circle scan zoomed in. The surgeon adjusted the posterior placement and the laser treated too far posterior. Additional information received; the patient had the dropped lens removed by a retina surgeon and the patient is improving.